Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, a balloon ruptured. The 95% stenosed target lesion was located in the calcified and moderately tortuous, right superior femoral artery (sfa). During predilation of the lesion, a sterling over-the-wire 4.0 x 100/80 (4f) was inflated to 6 atmospheres and the balloon ruptured on the first inflation. The device was exchanged for another of the same and the procedure was completed. There were no pt complications reported and the pt condition is reported as fine.

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).